Event description:
Per the clinic, the patient experienced intermittencies and discomfort at the implant site subsequent to an MRI in 2012 (specific date and details not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 13, 2015.